Manufacturer narrative:
Customers received notification of the field action. The report of an unresponsive lvp keypad issue is confirmed based on the recall for bd alaris¿ pump module model 8100 manufactured from december 1, 2016, to january 23, 2019. Device repair or returns are handled within the scope of the field action.

Event description:
It was reported that there were 8100¿s (5) that were broken. No further information is available. There was no patient involvement.